Event description:
It was reported that during a visceral procedure, disunity stapling ended hail before performing a latero-terminal ileocolic anastomosis. Peritonitis with postoperative surgical recovery in the second postoperative day. Reintervention. Washing and new anastomosis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was being performed? How exactly was the anastamosis being created? Side to side or side to end? What devices were used for each step of the anastamosis creation? When it is mentioned that the ¿staples would not hold¿, where was this found? Was it in the creation of the common opening or the closure? What color cartridge was being used? Were the issues noticed intra-op and what was done to address the issue(s)? Were any issues experienced with the staple formation in the first procedure? Were any issues found with the staple formation in the second procedure?